Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility foreign material was found on the product. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility foreign material was found on the product. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.